Event description:
A report of overinfusion associated with the use of an infusion pump was received. According to the report, the pump was set up to infuse heparin at a rate of 20ml/hr and two hours after the infusion was started 500mls had infused. According to the clinician, the pt required no medical intervention and there was no pt injury associated with this report.